Manufacturer narrative:
Submit date: 09/08/2016. An investigation of kangaroo joey for the reported condition was performed. The customer reported that the unit does not feed accurately. An evaluation of the unit could not be performed as the customer indicated the unit would not return. The customer is not returning the unit for evaluation as they stated the reported issue was caused by the end user using the incorrect feeding bags with the unit. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. A device history record review could not be performed as the customer did not provide the serial number of the unit. Attempts were made to retrieve this information on 08/26/2016, 08/29/2016, 08/31/2016, and 09/06/2016. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the pump will not feed accurately.